Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving an unspecified high sensor scan result and experiencing symptoms described as confusion, seizure, and a loss of consciousness. Customer further reported waking up in a hospital where his blood glucose was determined to be "very low", and being treated with intravenous glucose and potassium. There was no report of death or permanent injury associated with this event.